Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the helix of the lead would not deploy. The lead was taken out of the body and the helix still would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.